Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: product code: 04.211.257s, lot number: 5827p17, release to warehouse date: 28.apr.2023, expiration date: 01.apr.2033, supplier: (B)(4), manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The product was not returned to j&j medtech orthopaedics, however x-ray were provided for review. The x-ray investigation revealed the plate was observed implanted and nothing indicative of a device nonconformance was identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the l-fusion pl 2.4/2.7 va lock 2ho l37 he 2 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an unknown surgery for bunion. The surgery was completed successfully with no delay. After the surgery, and on (B)(6) 2025, the metatarsophalangeal joint arthrodesis is scheduled on (B)(6) 2025. The surgeon plan to either perform the operation by adding an additional plate or by removing the plate used last time and then fixing the bone.